Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal iq software was suspending insulin. Customer's blood glucose ranged 80-138 mg/dl. Tandem technical support examined all pump data logs and found the pump to be functioning as intended. Customer maintained the belief the basal iq software was still malfunctioning.